Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock impedance measurements. Subsequently, the field representative confirmed that the cause of impedance was still due to emi (bone stimulator) and the patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) displayed a low out of range shock impedance measurement. Additional information was received from the field indicating the cause of the low shock impedance measurement was due to electromagnetic interference (emi) from a bone stimulator. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates this implantable cardioverter defibrillator (ICD) was explanted for a different product performance issue described in report # 2124215-2016-05536. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.